Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. Event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. Device manufacture date (h4) could not be confirmed. *see note below. 9. Section h9 n/a to this report. 10. No files attached to this report. Note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission: b3 - date of event is unknown. D3 - fax number added. D4 - catalog #, serial #, lot #, unique identifier (UDI) #. E1 - telephone added. Section f is n/a to this report. H10 - corrected data. Additional information provided in follow-up submission: g1 - name (and email address, telephone) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation (03/12/2020): potential lot numbers could not be identified for this event. After further investigation, the lot number possibilities cannot be determined due to limited information regarding the length of the removed 3.0mm tiger cann. Headless screw. There are too many different options of screw length available to be able to accurately narrow down the potential part number of the removed 3.0mm tiger cann. Headless screw. Thus, device history record (DHR) review cannot be conducted.

Manufacturer narrative:
Event description: a patient reported pain following a 1st mpj fusion on (B)(6) 2019 that utilized headless tiger screws. The patient has good bone quality and was compliant following the surgery. However, the screw was removed on (B)(6) 2019 due to the reported pain. Review of surgical technique: no surgical technique by the surgeon has been documented from any email interactions with sales representative. At this time, there is no evidence of improper surgical technique. DHR review: no DHR review could be conducted due to the lot number being unknown. Visual / dimensional inspection: no visual / dimensional inspection could be conducted due to the headless tiger screw being disposed at the time of the removal procedure. Simulated use testing: no simulated use testing could be conducted due to the headless tiger screw being disposed at the time of the removal procedure. Evaluation of similar complaints: frm qlt-005c, customer complaint report log, was reviewed for similar events involving headless tiger screw removals within the last year (october 2018 - october 2019). Only one complaint was identified to be relevant to this event: (B)(4). (B)(4) involved a headless large cannulated tiger screw (pn: 207-55-030), but the root cause was related to patient noncompliance. In this case, the patient was reported to be compliant after surgery. Summary / root cause analysis: due to the headless tiger screw being disposed at the removal procedure, investigation was limited. The root cause is unknown.

Event description:
A report was made to trilliant surgical that a hardware removal was scheduled due to a patient reportedly experiencing pain and the surgeon wanted to remove the headless tiger screw. The 202-30-0xx (3.0mm x xx headless tiger screw) anticipated for removal was originally implanted on (B)(6) 2019 during a 1st mpj fusion utilizing tiger headless screws for fixation. The patient is a (B)(6) female with good bone quality and was reported to be compliant after surgery. The procedure was reported to have gone as expected.